Event description:
The error m65 occurred during the reconfiguration movement of 76 degrees. The operator could not move the gantry. Fse investigated and reported as below. 1. The "det" 1 touched the "det" 2 in the corner of the collimator. 2. Through the checking of drive unit, it turned out that the set screw which fixed "det" 1 driving gear on the driving shaft was loose and the gear shifted and lost engagement. For this reason, radial 1 began to move freely and then "det" 1 moved inward and stopped when touching detector 2. 3. No pallet was on the bed. 4. No damage was done to each detector. Fortunately it occurred when detector 1 was at 76 degrees and detector 2 was at 180 degrees. The movement speed was probably very slow.